Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer suspected the pump supplies were the cause of the occlusion alarm; no additional information regarding this allegation was provided. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the occlusion alarm investigation could not be completed as the cartridge was not returned; however, a different issue was identified.